Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/2/2020. H.6. Investigation: bd received 10 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor barrier, red cell hang-up and fibrin with the incident lot was observed. Additionally, the customer samples were evaluated. 10 tubes returned tubes from lot number 0196768 were drawn with horse blood mixed and stood for 1 hour at room temperature. They were then centrifuged at 2782 rpm for 10 minutes. The supernatants from all 10 tubes were then examined for any signs of poor barrier and red cell hang up, the barrier was good and there were no signs of red cell hang up. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the photographs provided. No definitive root cause could be established for the reported defect, however it is understood that patient conditions and processing factors can impact on the quality of the barrier obtained. A complaint history was performed and this was the 1st complaint received for this reported defect on this lot number. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® lh pst¿ ii plus blood collection tubes there was poor separator movement. The fibrin issued occurred 700 times. The poor barrier separation event occurred 700 times. The red cell hang up event occurred 700 times. The following information was provided by the initial reporter: the customer stated "after blood collection this blood sample coagulated. Gel did not move and the sample was unusable. When the staff did a second sampling on same patient then the tube performed correctly. Same lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® lh pst¿ ii plus blood collection tubes there was poor separator movement. The fibrin issued occurred 700 times. The poor barrier separation event occurred 700 times. The red cell hang up event occurred 700 times. The following information was provided by the initial reporter: the customer stated "after blood collection this blood sample coagulated. Gel did not move and the sample was unusable. When the staff did a second sampling on same patient then the tube performed correctly. Same lot number.